Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed a standard reference sensor failure error message. As a result, an alternate device was employed for the procedure. There were no reported consequences to a pt as a result of this event.